Event description:
A report was received that the patient underwent a pocket revision surgery due to suspected infection and the precision system was explanted. The patient's symptoms were burning and swelling at the pocket site. The infection was procedure related.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility.